Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access instrument. The initial accu tni result was 0.04ng/ml. (Sample a) a fresh sample (b) was collected from the patient and tested for accu tni and a result of 0.601ng/ml was obtained. The customer then tested sample b for accu tni on a different instrument in the customer's lab. The accu tni result obtained from the different instrument was 0.03ng/ml. The result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System check performed on 08/21/2006 was within specifications. The specimens were collected in 13x75 greiner, plastic lithium heparin, without gel separators tubes. The samples were centrifuged at 3,200 rpm for 10 minutes at ambient temperature. The specimens were sampled from 1ml insert cups seated in primary tubes. A field service engineer (fse) was dispatched to the customer's lab in 2006. The fse replaced aspirate probes. The fse conducted diagnostic testing which passed within specifications. The fse verified instrument operation per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.